Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the monitor. The cause of smoke being emitted from the instrument was a malfunction of the monitor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the monitor of an immulite 2000 instrument. The operator turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.